Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. The patient stated she drove herself to the emergency room (ER) on (B)(6) 2022 (she could not recall) because she was vomiting, not eating, sweating, weak, and had a headache. She stated that she was not eating because she was pregnant, not feeling well, and because her sugar was 'out of control' (elevated); no cgm or bg values for this time frame were provided. She was admitted to the hospital and treated with lantus and humalog insulin. Her blood glucose levels dropped after receiving insulin. She stated that she did not feel low then, so she checked her cgm which was reading 98 mg/dl. She then called the nurse who checked her finger stick bg which was 57 mg/dl. When asked what treatment she had received in the hospital she stated only insulin, with the dose adjusted to her glucose levels. At the time of the report she stated that she was doing okay, but she was still in the hospital because they were still trying to level out her glucose; she did not know when she would be discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.